Event description:
It was reported that after the patient underwent tracheal intubation, the cuff was observed to be leaking. A trach change was performed and the patient was reported to be doing well. No further patient complications were reported in relation to this event.